Manufacturer narrative:
Continued h6: health effect: impact code: f2201.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "granular with focal chalky white possible calcifications" and that "patient feels like their implants are making them sick" and "breast burns." Healthcare professional also reported "sjogren's syndrome and rheumatoid arthritis"; these events are not device related. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.